Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer was able to clear the malfunction alarm prior to calling technical support. There was no adverse impact to the customer¿s blood glucose level. Customer will continue to use pump for insulin therapy until replacement pump arrives.